Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the black box and alarm history showed several call service 064 motor alarms with high force occurring due occlusion during prime. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and separately below the grip pad. The returned battery cap fit. The ez-prime steps were performed correctly, and no call service 064 alarms occurred during the investigation. The pump¿s cover was removed, to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.